Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed and was unable to recover. The customer attempted to reboot the station and recover the storage but was still unable to resolve the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer had failed. A field service engineer (fse) was unable to reproduce the reported issue but inspected drawers 2.1 and 2.2 for rail obstructions and found none. A graceful reboot was performed through system configuration. After the reboot, an inventory of both half height drawers was completed successfully, confirming proper operation. The system functioned as intended after field service engineer repaired the device.